Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were not reviewed, as no lot number was provided. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air was expelled from a filled arterial blood gas syringe, causing the cap to shoot off and splatter the face, eyes, and mouth. There was a patient involvement and unknown patient harm/adverse event reported.